Event description:
The customer reported that while the unit was in use on a pt, the unit had repeated system failures. The pt was switched to another unit and therpay was continued. No pt injury was reported.